Event description:
After hearing about a recent covid exposure I had, I took the at home quickvue test on wednesday which came up positive. My understanding was that antigen tests don't have false positive so I assumed that was a done deal and I had asymptomatic covid. My doctor wanted me to confirm with a pcr, which I took yesterday and was very surprised that it came up negative. Thursday I took 2 more quickvue tests which all came up positive for me (but negative for my 3 family members), 1 binax antigen test was negative, and 1 flowflex antigen test was negative. I went and got a second pcr thursday which was negative. Friday (this morning) I took 2 more quickvue tests from different lots and they both came up positive. I have no symptoms and I got the bivalent booster 2 weeks ago. I'm on no medications and I have no health conditions. So I don't know what the quickvue tests are consistently picking up for me, but it's not the presence of covid-19. If their tests have a consistent error of false positives for something other than covid 19, then this should be known by users or it should not be a test approved for this purpose. I am confident I'm administering the tests correctly. I'm a psychologist who's administered drug tests in research settings and my husband is a neurologist and was the one who processed my 2nd test. The hassle of this false positive resulted in me canceling plans for the next 10 days, and then attempting to reschedule the ones I could reschedule. I also isolated from my family unnecessarily for 48 hours. Their tests are giving incorrect health information. FDA safety report ID# (B)(4).